Event description:
It was initially reported that the patient had bradycardia. Patient had a history of bradicardia prior to vns so the bradycardia is not related to vns but it is unknown and unclear if they bradyicardia is made worst by vns. The patient was already implanted when the physician began seeing him so the severity of the pre-vns bradycardia is unknown. No changes to the patient's settings have been made since (B)(6) 2011. System diagnostics were within normal limits. The bradycardia is not related or occurring with stimulation. The patient is going to be disabled just be safe and monitored while off and see if there is a difference. No further information was provided.